Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the health care provider (hcp) that implanted the patient¿s pump ¿was a fool and had never done this before¿. The hcp ¿had to do it three times just to do the simple insertion of the pump and hook up the catheters. He screwed it up the first time with a kinked catheter. The second time, he found it under a local. Then he had to put me under again to fix it supposedly and of course they broke my jaw in the process by the anesthesiologist¿. The patient believed if the hcp ¿screwed up the catheters to the point where they¿re kinked behind the metal body of the pump, it would not show up on x-ray¿. It was reported the pump had been checked, however, the timeframe of the ¿check¿ was not provided. No problems were found and the patient was not due for a refill until (B)(6) 2013. The patient was currently in the hospital and was on 8mg of morphine every three and a half hours. It was again stated, ¿the pump is good, the catheters check under x-ray¿. The patient wanted to find a new hcp to manage the device and to possibly further troubleshoot. It was noted ¿somehow or other this is my fourth time of going through this¿. The device system was used to deliver morphine. Ten days later, it was reported, the patient believed the pump had crashed for ¿over two weeks now¿ and that it had quit delivering. It was noted, the patient had went to the hospital two weeks ago as previously reported where he was on 8cc of morphine plus pain pills every four hours. They also had the patient on ¿finesse patch something to get out here, saw the doctor. He thinks I¿m lying. I¿m almost sure he¿s waiting and waiting¿. The hcp reportedly increased the dosage in the pump and the patient was on oxycodone 60mg every twenty four hours. This was controlling the patient¿s pains to the point where he could talk but was not controlling the pain. The patient had seen the hcp on 2013 (B)(6) and as of the date of this report, the hcp had not ¿done anything¿. It was then reported a dye test had been done on the catheter, the timeframe was not provided. ¿they can¿t see where the catheter goes into the spine because for some reason it¿s up side down or something like that. But up to that point, everything checks out. The pump checks out, passes all the dye tests. But there¿s something not right and it is not delivering any medication. I can attest to that because I¿d be in an emergency room on an overdosed situation. I would have several times in the last week or so¿. The patient believed the pump should be replaced and ¿just wanted some relief¿. It was later reported, the patient believed the pump was not working and it was ¿disconnected some place¿. It was clarified the patient as on fentanyl patches. The patient¿s hcp refused ¿to go past the high tech diagnostics¿. While recalling the patient¿s visit to the hcp it was noted it was ¿getting kind of hard to remember some of these things¿. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the healthcare provider (hcp) had been working with the patient and his daughter to troubleshoot the pump. A dye study showed good flow into the spine. The catheter was patent and no leaks were found. A rotor study was done and no issues were found. The reservoir volumes had been accurate at each refill. At the time of the report, everything showed that the pump was functioning properly. The cause of the lack of pain relief was unknown. No interventions had been done or planned. The patient still did not have the pain control he desired. It was noted that this reporter had only seen the patient three times. The device system was used to deliver morphine 25mg/ml at 6mg/ml.

Manufacturer narrative:
(B)(4). All previously reported conclusion codes have been updated/corrected.

Event description:
The following previously reported information no longer pertains to this manufacturer report #: the patient was currently in the hospital and was on 8mg of morphine every three and a half hours. It was again stated "the pump is good, the catheters check under x-ray". The patient wanted to find a new hcp to manage the device and to possibly further troubleshoot. It was noted somehow or other this is my fourth time of going through this". Ten days later it was reported the patient believed the pump had crashed for "over two weeks now" and that it had quit delivering. It was noted the patient had went to the hospital two weeks ago as previously reported where he was on 8cc of morphine plus pain pills every four hours. They also had the patient on "finesse patch something to get out here, saw the doctor. He thinks I'm lying. I'm almost sure he's waiting and waiting". The hcp reportedly increased the dosage in the pump and the patient was on oxycodone 60mg every twenty four hours. This was controlling the patient's pains to the point where he could talk but was not controlling the pain. The patient had seen the hcp on (B)(6) 2013 and as of the date of this report the hcp had not "done anything". It was then reported a dye test had been done on the catheter, the timeframe was not provided. "They can't see where the catheter goes into the spine because for some reason it's up aside down or something like that. But up to that point, everything checks out. The pump checks out, passes all the dye tests. But there's something not right and it is not delivering any medication. I can attest to that because I'd be in an emergency room on an overdosed situation. I would have several times in the last week or so". The patient believed the pump should be replaced and "just wanted some relief". It was later reported the patient believed the pump was not working and it was "disconnected some place." It was clarified the patient as on fentanyl patches. The patient's hcp refused "to go past the high tech diagnostics". While recalling the patient's visit to the hcp it was noted it was "getting kind of hard to remember some of these things". Additional information has been requested, but was not available as of the date of this report. It was later reported that the healthcare provider (hcp) had been working with the patient and his daughter to troubleshoot the pump. A dye study showed good flow into the spine. The catheter was patent and no leaks were found. A rotor study was done and no issues were found. The reservoir volumes had been accurate at each refill. At the time of the report, everything showed that the pump was functioning properly. The cause of the lack of pain relief was unknown. No interventions had been done or planned. The patient still did not have the pain control he desired. It was noted that this reporter had only seen the patient three times. The device system was used to deliver morphine 25mg/ml at 6mg/ml. Please see manufacturer report #3004209178-2013-16082 for information for information regarding current lack of therapeutic effect and device issues.